Event description:
It was reported that when the programmer was turned on the screen stayed blank, although the wand lights did illuminate. It was further noted that the paper was not able to be advanced. The programmer was returned to the manufacturer for service, analyzed and tested out of specification. The return paperwork indicated no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the programmer was returned and analysis found that after a shut down following a software download the device would not come back on, only the fan would work. The mother printed circuit board was found out of electrical specification.